Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2024 using a c150 applicator and presented with a hernia post treatment.

Manufacturer narrative:
Hernia and diastasis recti (other medical) are identified as a potential risk associated with the coolsculpting procedure when a vacuum applicator is used. The coolsculpting user manual, under rare side effects, states, "treatment may cause new hernia formation or exacerbate pre-existing hernia, which may require surgical repair.¿ it also states in the warning section that ¿the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device".